Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with oversensing on the right ventricular (rv) lead. The oversensing was able to be reproduced with movement. The physician mentioned the possibility that there could be an insulation issue due to clavicular crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.